Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. They used another capsule to complete the procedure. There was no harm to the patient and the user and the delivery system and capsule will be returned for investigation.